Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer changed out the site and received another occlusion alarm. Customer did not call into technical support at the time of the reported issue, therefore no troubleshooting was performed. Customer had elevated blood glucose levels (400-480 mg/dl) with traces of ketones. Customer changed out supplies and delivered boluses to stabilize blood glucose levels.